Event description:
Info received on 3/27/2000 from pt indicates, "the pump sounds like there may be a fluid loss...pump only partially refills between the 3-4 squeezes pt now gets, and then stays flat after the 4th, or so, squeezes." Additional info received from pt on 5/10/2000 indicates "on 5/5/2000 the cylinders and pump were removed and replaced due to fluid loss."